Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead has had increasing impedance since (B)(6) 2010. The device was reprogrammed, and it is currently still in use. No patient complications have been reported as a result of this event.